Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device switched off during use. It was impossible to restart the cockpit. No health consequences for the patient were reported. The device has no UDI as an UDI was not required at the time the device was manufactured.